Event description:
It was reported to philips that the etco2 was not working. The device was reported as being available for clinical use at the time the issue was observed, but no patient involvement was reported. The initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.